Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implantation procedure, at the time of loading surgeon noticed trailing haptic was straight when the plunger advanced. The surgeon used an unspecified replacement lens without any impact to the patient and procedure was completed on the same day.